Event description:
It was reported that the patient with this pacemaker experienced a pocket infection. The patient was prescribed antibiotics, and the device system was explanted. No additional adverse patient effects were reported.